Event description:
It was reported that the cap of the control chamber dislodged while the catheter was in the patient's vein. Blood flowed out of the tip of the catheter. No additional information.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04343. The report was submitted in error.